Event description:
It was reported that there was t-wave oversensing on the ventricular channel. Technical services stated that even with the device programmed to the least sensitive settings, the oversensing could still occur. The issue was resolved by repositioning the lead. The lead reamins implanted.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.